Manufacturer narrative:
Conclusion: a device history review is not required as the product event does not indicate a potential manufacturing issue. The reported event indicates that the delivery catheter system (dcs) could not be advanced through the native aortic annulus. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had a sharp turn in the aorta and horizontal aortic arch with a bicuspid aortic valve. This indicates that the most likely cause of the advancement difficulties was challenging patient anatomy. During the attempt to advance the dcs, the annulus was ruptured. Cardiovascular injuries, such as rupture, are known potential adverse patient effects per the evolut system instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. It was reported that rupture of the annulus occur red due to compression associated with dcs manipulation. With no angiographic evidence for review, the cause of the rupture cannot be independently confirmed. The IFU instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient had a sharp turn in the aorta and horizontal aortic arch with a bicuspid aortic valve. The rupture of the annulus occurred due to compression associated with the delivery catheter system (dcs) manipulation. The injury was treated with a replacement of the ascending aorta and the implant of a surgical aortic valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not pass through the native aortic annulus. During the attempt to advance the dcs, the annulus was ruptured. Subsequently, the dcs was withdrawn from the patient and not used for implant. The procedure was converted to an open surgical aortic valve replacement (manufacturer unknown). No additional adverse patient effects were reported.